Event description:
It was reported that a 3000ml eva (ethyl vinyl acetate) tpn (total parenteral nutrition) bag leaked from the bottom of the bag near the injection port. The issue was identified before use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Device manufacture date: january 23, 2022 - january 25, 2022. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.